Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during a lower extremity intervention procedure. Follow-up communication confirmed that: during the procedure the sheath was noted to be "unraveled" near the hub; the physician then clamped the device in order to remove the sheath from the patient; upon removal, the sheath began to separate; the entire device was able to be removed; the initial procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Results - is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples conclusions - is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed: the sheath had been twisted and the outer layers were separated; the coil wire layer was stretched, straightened and fractured; a guidewire device was entangled within the sheath; all damage was located within 15cm of the sheath hub; and the observed damage and ragged edges indicated that the sheath tubing layers had been damaged by an excessive pulling and twisting force. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).